Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 6.8 mmol/l. The customer reported that they had changed the battery on the insulin pump and received unexpected restart alarm. It was reported that they had alarm occurred shortly after inserting a new battery. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, a unexpected restart and self test. No unexpected restart alarm noted during test.